Manufacturer narrative:
The device is expected to be returned for evaluation; however, it has not yet been received. No further information was provided. The patient remains ongoing on lvad support. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient noticed that the mobile power unit (mpu) power light had gone out. No alarm was reported. The patient tried plugging the mpu into a different electrical outlet, but it did not turn back on. The patient called the hospital and the mpu was exchanged. No further information was provided.

Manufacturer narrative:
Section d10, h3: additional information. Manufacturer's investigation conclusions: the reported event of the mpu stopped working was confirmed during analysis. The evaluation of the returned mobile power unit serial number (B)(6) revealed compromised/damaged power supply pcb components. As a result, the unit was not able to supply power. Although a specific root cause for the observed damage was not able to be determined, abbott initiated a corrective and preventive action to improve training for avoidance of activities that can generate excessive esd levels. Incidental finding: the evaluation of the power supply (serial number (B)(6)) revealed an open fuse (f1) and damaged/burned t2 (transformer). The device history records were reviewed and the records revealed the mpu was manufactured in accordance with mfg and qa specifications. Heartmate 3 instructions for use, document, rev f, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Both the patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 lvas instructions for use rev. D : the patient care and management section warns about static electricity and explains how it should be avoided. The static electric discharge section explains that strong static discharges should be avoided. The alarms and troubleshooting section provides information regarding system alarms and steps to resolve them. Additionally, the safety testing and classification tables in section b of this IFU include electrostatic discharge information. Heartmate 3 lvas patient handbook rev. D: section 1 warns not to touch the television or computer screen, and not to vacuum or engage in activities that create static electricity. This section also explains that a strong electric shock can damage electrical parts of the system and cause the pump to stop. Additionally, the safety testing and classification tables in section 9 of this IFU include electrostatic discharge. No further information was provided. The manufacturer is closing the file on this event.